Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site after weight loss. Additionally, the ipg was flipping in the pocket. Surgical intervention was undertaken on (B)(6) 2024 wherein the physician repositioned the ipg and altered the pocket to address the issue. No product was explanted nor replaced. Therapy was restored post procedure.